Manufacturer narrative:
We have received and evaluated the complaint device. We were able to confirm the reported incident. We found that one of the blades did not insert completely into the retainer when the centering hoops were closed. When we examined the blades under microscope, we found that the neck of the blades were exaggerated and were inclined inwards more than other devices. We also noticed the device had multiple kinks and the sheath was not properly aligned with the wire. Our lot history records review did not reveal any discrepancies related to the complaint event either in the manufacturing or packaging processes. Please note that we do conduct 100% inspection of the blade assembly during the manufacturing process. Our quality control also samples these devices before final packaging to ensure proper blade adjustment. It is likely the defect occurred during the procedure influenced by patient's anatomy/condition since the device was found to be operational during preuse check. Although the device cut the distal end of the vein, the bypass was completed successfully. Patient has been discharged from the hospital.

Event description:
While removing the device out of the vein during fem pop bypass, the device cut the distal end of the vein. So, the physician had to repair the cut section of the vein.